Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After the case, I was taking the straight impactor out of the end effector. The impaction plate was no longer secured to impactor. Seems the tip of the straight impactor that engages into the plate broke. Tha procedure. Update - per the mps, the issue occurred during the procedure while the surgeon was impacting.

Event description:
After the case, I was taking the straight impactor out of the end effector. The impaction plate was no longer secured to impactor. Seems the tip of the straight impactor that engages into the plate broke. Tha procedure. Update: per the mps, the issue occurred during the procedure while the surgeon was impacting.

Manufacturer narrative:
An MDR will be filed for the straight shell impactor p/n 209820 since the reported event stated that it broke. The impaction platform will be documented as a concomitant device since as per the investigation, visual inspection shows p/n 206270 is adequate with no issues. A fractured piece of the impactor shaft was found inside the impactor cavity. The catalog number, lot/serial number and 510k number will be updated in this supplemental MDR of this record to reflect the straight shell impactor p/n 209820. See complaint (B)(4). Reported event: the event reported that a trident straight cup impactor broke during impaction. Product inspection: visual inspection show that proximal end of the shaft is fractured. Product history review: review of the device history records indicate 87 devices were manufactured and accepted into final stock on 10/19/2016. No non-conformances were identified during inspection. Complaint history review: review of complaints for p/n 209820, l/n 32880 within the trackwise database show no other related complaints. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been zero ncs or capas associated with the product and failure mode reported in this event. Conclusion: the failure was confirmed.